Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient blanked out. He said that he was just sitting on the chair and he experienced fuzziness in his head. The behavior of the receiver was never described in this complaint. No documentation about egv, alerts, or alarms despite documented inaccuracy. The patient isn't sure who called the ambulance but it was probably his ex-wife or the neighbor. He wasn't sure what was given to him but he said it was similar to a glucose tablets but IV based. He woke up when he was in the ambulance. He was also told his blood sugar was 27mgdl during that time he lost consciousness. He was in the hospital for 2 days. He was stable during the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: health effect clinical code - removed " syncope/fainting" h6: health effect clinical code - additional - added "presyncope"

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. A call review by cca was done on (B)(6) 2025. The patient blanked out/blinked out. He said that he was just sitting on the chair and he experienced fuzziness in his head and reportedly did not lose consciousness. Paramedics were called by the ex-wife. His receiver is reading around 300s that time and when emt arrived they took his bgfs it was 27mg/dl. He was rushed to the hospital on (B)(6) 2025, and he was hooked into a glucose IV bag. He stayed for two days. No data was provided for evaluation. The allegation and the probable cause could not be determined.. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.